Event description:
It was reported that there was an eruption on the skin over the implantable pulse generator (ipg), and the device was explanted. No patient outcome was provided. It was noted that the patient's ipg was removed two times. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that there were no visual symptoms of allergies. When the implantable neurostimulator (ins) pocket was opened for explant it had to be cleaned due to extensive fibrotic tissue growth. Additional information received suggested that the originally reported explant date was incorrect. Impedance measurements with a reported session date of (B)(6)-2011 indicated that all impedances were above 4,000 ohms. It was not clear if these impedance measurements were taken before or after explant of the neurostimulator.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final device analysis for neurostimulator (B)(4) revealed no significant anomalies. Final device analysis for extension (B)(4) revealed no significant anomalies. Final device analysis for extension (B)(4) revealed no significant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.